Event description:
The customer said the device had been reading high. Insulin was taken based upon the results. Pt was found unconscious by family member and an ambulance was called. They were treated for hypoglycemia. Specific results and details were not provided. Controls were not used on the system. The device was replaced and requested to be returned for eval.